Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 320 mg/dl with a moderate level of ketones. The contact stated that the pump was "not working". The customer did not provide further details about the pump. The contact assisted the customer with the loading process and the customer's bg lowered to 100-150s mg/dl.